Manufacturer narrative:
Continued: this ipg serial number was included in multiple field advisories. 1627487-05242011-002-r, 1627487-12192011-003-r. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient discontinued recharging the scs system at an undisclosed time. Subsequently, the ipg became inoperable. As such, surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was explanted and replaced with a new model which resolved the issue.